Event description:
It was reported that the insulin pump alarmed and squirted insulin during the priming process. The blood glucose reading is 82 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk.